Event description:
Customer reporting a potential false negative sars result. No confirmation testing occurred the customer just feels they should be positive because they are symptomatic. Through interview with the customer it was found the kit they were using was expired.

Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the reported lot expired on 12/08/23. Root cause: unable to determine/potential expired product use source: phone.